Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are having trouble charging their implant and are having a return of symptoms. After patient described external equipment it was determined that patient has an axonics implant and equipment. Gave patient axonics customer service number. No further information collected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).